Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be interrogated via radiofrequency and inductive telemetry. The device was explanted and replaced to resolve the event and the patient was in stable condition.the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.